Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a multi-resistant bacterial infection additional information reported that the condition of the patient deteriorated therefore had to be hospitalized and eventually the patient was discharged. The device was explanted and will not be returned for analysis. No further adverse effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: adverse event/product problem. Outcome attributed to adverse event. Describe event or problem field. Explant date. Type of reportable event. Impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a multi-resistant bacterial infection additional information reported that the condition of the patient deteriorated therefore had to be hospitalized and eventually the patient was discharged. The device remains in service. No further adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a multi-resistant bacterial infection. The device remains in service. No further adverse effects were reported.